Event description:
Initial info was reported by a nurse to a sanofi-aventis sales rep on (B)(6) 2010 and add'l info was received from a nurse on (B)(6) 2010: a (B)(6) female pt received treatment with poly-l-lactic acid (sculptra) (lot # unk, exp date unk) on (B)(6) 2010 for cosmetic use. Poly-l-lactic acid (sculptra) was injected to the nasolabial folds and marionette area. The reporter did not know how poly-l-lactic acid was reconstituted. She received lidocaine along with poly-l-lactic acid (sculptra). Three weeks after the injection of poly-l-lactic acid ((B)(6) 2010), the pt developed nodules/papules located near the temple and cheek. The nodules were located where the injections were done. There were nodules in each side of her cheek and two of the nodules were visible. The largest nodule was 3 mm in size. The nurse stated that an 18 gauge needle was used to break up nodules. There is no medical history/surgical risk factors. Biopsy was not done. Concomitant medication was not reported. At the time of the report the event was ongoing. No further info reported.